Manufacturer narrative:
(B)(4). Field service representative (fsr) went on site to evaluate the device. The fsr was able to confirmed that the touchscreen was not responding. The reported issue was resolved by replacing the front panel. After performing the operation verification procedure (ovp), the device was returned to the customer operating to service specifications. The suspect component (front panel) has been received by carefusion and it is in process to be evaluated. A supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not working. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was able to verify the customer's reported issue. Visual inspection revealed fluid residue behind the touch screen. Water has penetrated the resistive touch screen causing it to become unresponsive.